Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process. It was stated that the customer was able to clear the alarm, but then it began to count up only to three. Advised the caller to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed on error during the prime test as a result of a loose drive support disk.